Event description:
Customer called lfs on 8/30/02 alleging ot basic meter would not power on. The issue was unresolved with troubleshooting. Patient stated having symptoms of feeling sleepy, weak, and disoriented. Patient visited physician and he treated patient with diabetes medication. The meter has been replaced for the customer.